Manufacturer narrative:
Trackwise ID: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, parts of the vasoview hemopro 2 c-ring split in the middle. The c-ring and the harvesting tool advanced under endoscopic visualization during initial insertion. No portion of the c ring dislodged from the cannula into the patient. There was a procedural delay to open another device. No patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint. The lot # 25163445 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.